Event description:
It was reported that the patient was getting a shocking or jolting sensation since she started attending orchestra camp located between (B)(6) since (B)(6) 2012. The patient started experiencing shocking on (B)(6) 2012 and there were no falls/trauma reported. The amplitude was turned down and stimulation was also turned off for a period of time, wherein the patient did not feel shocking. Possible emi (electromagnetic interference) concerns were addressed, as well as the option of turning stimulation off as needed. The patient was directed to contact their physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v434656, implanted: (B)(6) 2010. Product type: lead: product ID 3889-28, lot# v434656, implanted: (B)(6) 2010. Product type: lead: product ID 3889-28, lot# v434656, implanted: (B)(6) 2010. Product type: lead: product ID 3889-28, lot# v434656, implanted: (B)(6) 2010. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).